Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited dislodgement. The ra lead was sensing the ventricle, resulting in numerous ventricular safety paced beats occurring. Upon removal of the lead, there was visible tissue on the screw of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.